Event description:
It was reported the patient was not getting therapeutic effect. The manufacturer representative had replaced the patient's 4 programs because they were not working. It was stated the patient had 'wet through their pants' the day of this report. It was further stated that patient has had three operations since the original implant and 'they had not been able to get the stimulator to work.' It was indicated the patient had a panic attack. The patient was on program 2 at 1.4v at the time of the report. The patient switched to program 3 at 1.3v and was reported to have felt stimulation 'comfortably.' It was stated the patient would speak to their manufacturer representative regarding the reported event. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received from the hcp reported that following implant, the patient was seen (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012 and was doing very well with over 50% improvement. The patient was seen again on (B)(6) 2012 and showed significant improvement, but needed some programming changes due to some leaking. The patient was reprogrammed on (B)(6) 2012 and given four new programs and had not been back to clinic since. Afar as the hcp knew the patient had been doing well with the device. It was noted that no surgeries after implant were found on the patient's chart and there were no known issues found with the device.

Manufacturer narrative:
Product ID 3889-28, lot# va01mcq, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).